Event description:
On (B)(6)2023, a healthcare facility in taiwan reported via a fisher and paykel healthcare (f&p) field representative that the nasal prong of an opt944 optiflow + adult nasal cannula was found damaged and the headstrap was detached from the interface out of the package. Upon return and inspection of the subject device at f&p, on (B)(6) 2024, dried mucus was observed on the opt944 optiflow + adult nasal cannula indicating that it had been used on a patient. The healthcare facility did not report any patient consequences.

Manufacturer narrative:
(B)(4). Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times. Method: the complaint opt944 optiflow + adult nasal cannula was received at f&p in new zealand for investigation, where it was visually inspected. Our investigation is based on our evaluation of the subject device, information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: the healthcare facility in taiwan reported that the nasal prong of the subject opt944 optiflow + adult nasal cannula was found damaged and the headstrap was detached from the interface out of the package. On (B)(6) 2024, a visual inspection of the subject device revealed multiple damages to the subject device. The headstrap was detached from the interface, as well as both nasal prongs were found to be torn. The visual inspection also revealed that there was dried mucus evident on the cannula, indicating patient use. F&p requested further information on the use of the subject device from the healthcare facility, however the healthcare facility reported the device was not used on a patient. The healthcare facility did not report any patient consequences. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the opt944 optiflow + adult nasal cannula. F&p requested further information from the healthcare facility, however the healthcare facility reported the device was not used on a patient. F&p's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including tears, moulding defects, discoloration and stretching or deformation. The subject opt944 optiflow + adult nasal cannula would have met the required specifications. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the head strap clip and the tubing clip are appropriately attached. The user instructions also state the following: - "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." - "cannula can become unattached if not used with the head strap clip." - "adjust head strap to fit. Do not over-tighten." - "attach tubing clip to clothing/bedding to prevent cannula from pulling off face." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "failure to use the set-up described above can compromise performance and affect patient safety.